Event description:
It was reported that while in use, the display went black and the alarm lens on the top of the monitor began flashing red. The monitor was swapped out and there was no pt injury reported. A drager service technician was dispatched and was able to confirm the reported symptom. The technician replaced the dc/ac inverter. The monitor was tested after the repair and all tests reportedly passed. The monitor has been returned to use with no further problems reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.